Event description:
It was reported that the lens was not folded very well and was difficult to insert. Following implantation the lens ''optic'' was folded for at least two minutes. The surgeon manipulated the lens body to force the lens to open. The haptic unfolding was normal after the forced unfolding. When it was realized that there was a problem, there was a bit of manipulating (15 minutes) in getting another lens ready. A replacement lens was implanted. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been provided. Placeholder.

Manufacturer narrative:
Age at time of event: unknown. Gender: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All process operations presented in the manufacturing record review were in compliance with manufacturing instruction specifications. The results of the lubricity tests performed in this production order were found within specifications. No folding/unfolding issue was reported when this lot was completed. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the ¿unfolding issue¿ complaint was generated. Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿unfolding issue¿ when this production order was completed. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Serial number: (B)(4). Initial MDR listed serial number (B)(4), which was incorrect. The intraocular lens (iol) and delivery system were returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed where the lens was observed stuck near the loading zone of the cartridge. The pushrod tip overroad the lens in the cartridge. Viscoelastic residue (ovd) were observed in the cartridge tip, but no ovd was observed in the loading zone were the iol was observed stuck. No manufacturing assembly error was identified in the preloaded device. From the unit received, no defects in the plunger/pushrod tip was identified that could impair functionality in the device. It seemed that the iol was able to advance from the preloaded lens housing to the loading zone of the unfolder cartridge and then was stuck. This implied that the preloaded plunger rod tip overroad the lens in the cartridge by punching the plunger forward during the surgical procedure. The event reported could be related to use error as ¿override¿ was detected in the sample lens received. All pertinent information available to abbott medical optics has been submitted. Placeholder.